Manufacturer narrative:
The subsystem controller printed circuit board was replaced. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The phacoemulsification machine was examined and tested by an amo field service specialist (fss). The fss attempted to reseat the printed circuit board but was unsuccessful. The fss found the subsystem controller printed circuit board (sbc) was neither working properly nor responding. As the surgery center is not under a contract/warranty agreement the sbc was not replaced and customer declined repair service. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The clinic is reporting this product problem only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported having a black screen on the phacoemulsification unit. The black screen reported did not cause a delay in the cataract procedure. There is no patient injury reported.